Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ay16, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported that the patient was reporting that his device was not working properly and reprogramming was needed. This was the only information that the hcp had on this issue. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, symptoms, troubleshooting, or actions/interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.